Manufacturer narrative:
Device was not returned and was scrapped.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an open condition related to the device's power cord was found.